Manufacturer narrative:
A reference was taken using a known non leaking set. This set was placed in a bucket of water and low pressure was introduced into the set and no bubbles were detected (per mfgsp-4055). The two units of d25480 lot #030603 acquired from retained samples were placed in leak test fixture and leak tested per the mfgsp-4055. These units recorded failures of .04 in h2o on unit #1, when submerged in bucket of water and pressure introduced the leak was found to be in the bag sub-assembly. And the leak rate .06 in h2o on unit #2, this leak was found to be at the tube connector. Further investigation found that the bag sub-assembly that was used in the production of this product was produced over 4 years from the date used. 9.0 conclusion: units produced under this lot leaked while under high pressure, product leaked in the bag sub assembly area at the seal line and at the tube connector. No other units in this lot 030603 were found to be in finished goods for distribution. My recommendation is to ensure the sub-assembly be produced and tested at time of the full assembly.

Event description:
Set leaked at bag.